Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the color of the screen on a flex deflectable videoscope turned aurora, during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of color of the screen turned aurora was confirmed. Additionally, during device evaluation, it was found that the glue of objective lens was peeled off. Based on the results of the investigation, it is likely that the screen color turned aurora due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board caused by stress from use, external factors, or handling. The glue of the objective lens was peeled off due to improper or inadequate reprocessing or handling. However, the root cause could not be identified. The instruction manual states the inspection methods in "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system" and "chapter 3 preparation and inspection 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.